Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that during surgery the device did not have enough pressure and was overheating. There was no patient harm or delay reported, and the procedure was completed with an alternate device.